Event description:
As reported by the user facility: incident description: one unit of packed red blood cells infusing for approximately half an hour before pump alarmed air. 5 cc bolus function used twice; air alarm not cleared. Tubing removed from pump and flicked, tapped to dislodge air, tubing returned to pump, air alarm not cleared. Tubing removed from pump a second time, a small amount of blood run by gravity through the tubing into the patient. Tubing reloaded into the pump and ran without incident for the duration of the infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.